Event description:
The pt's spouse believed the morphine was "turned way too high" and the pt was in "la la land." No additional symptoms were reported. Per the medtronic rep, the pt was in (B) (6)hospital for rehab. The hcp decided that no intervention would be done there and the pt was transferred to (B) (6) hospital. Upon transfer to (B) (6), the pump was adjusted and turned to a minimum rate. The dose of medication and the pt outcome was unknown. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).